Event description:
It was reported that the system lost images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.